Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 27-dec-2023. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. It is unknown of there was a delay to pre-cleaning. The customer wiped the insertion section. The customer stated there were no abnormalities in the accessories used for reprocessing. The customer did not presoak the endoscope in the detergent solution. The insertion section was wiped/brushed with clean lint-free cloths, brushes, or sponges. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the foreign object may not have been removed due to physical damage to the equipment. However, a definitive root cause could not be established. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use: chapter 5 safety regarding cleaning, disinfection, and sterilization. Chapter 6 application and conditions of cleaning, disinfection, and sterilization. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image guide bundle had significant breakages. The connecting tube had foreign objects likely due to insufficient reprocessing. The connecting tube had a dent and a wrinkle. Due to a dent on the scope connector cover, water tightness was lost. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. And the adhesive around the bending section cover had a chip. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported broken fiber on the rhino-laryngo fiberscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the connecting tube had foreign objects. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.